Manufacturer narrative:
No product was returned for eval. Review of the device history record was not possible since the lot number was unavailable. Based on the info rec'd, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The IFU instructs the user once a full rear lock has been achieved, and the device is being deployed, do not re-insert of the device; re-insertion of the device after partial deployment could cause collagen to enter the artery. Also, failure to maintain tension on the suture while compacting the collagen could cause collagen to enter the artery. Also erratic, vigorous tamping or excessive upward tension on the suture may result in collagen placement in the artery or anchor breakage. The IFU caution that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent.

Event description:
Following a percutaneous procedure, it was alleged that an angio-seal sts was used. Three or four weeks after the percutaneous procedure, the pt experienced an embolus or thrombus formation causing an occlusion to the leg. The pt underwent an embolectomy/thrombectomy procedure to restore the blood flow. This was unsuccessful and the pt went to the operating room. The tp had an amputation performed.